Manufacturer narrative:
Our quality engineer inspected the photos submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the photos. However, bd cannot confirm the cause of the failure to our manufacturing process since no physical sample was returned. Leakage was not observed in the returned photos. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Event description:
It was reported that bd nexiva 22ga 1.00 in y- leakage. Today, it was reported to me that multiple cannulas from this lot have been leaking blood. Additionally, some devices were found to be contaminated with black particles inside the needle. I would like to confirm that no patient has been harmed.

Manufacturer narrative:
H3: if a device evaluation and/or device history review is completed, a supplemental report will be filed.